Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's doctor confirmed the skin irritation was a fungal infection. The patient was prescribed antibiotics (type unknown) in addition to cream and talc powder. Upon additional follow up with the patient, the fungal infection was reported to be clearing up. The patient reported a rash under all of the therapy electrode pads. The rash was described as itchy, bumpy and red. There is no alleged device malfunction. The patient's doctor prescribed a cream and talc powder for the rash. The patient is currently not wearing the lifevest. The medical outcome of the skin irritation is unknown.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash under all of the therapy electrode pads. The rash was described as itchy, bumpy and red. There is no alleged device malfunction. The patient's doctor prescribed a cream and talc powder for the rash. The patient is currently not wearing the lifevest. The medical outcome of the skin irritation is unknown.